Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compart was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to a dim and discolored display with auditory and vibratory features. The keypad cover was peeling off the base but no tactile issues were found with the keypad buttons. Removal of the cover did not find contamination under any of the button contacts. The battery compartment was found to have cracked below the grip pad. (B)(6).